Event description:
The physio-control sales consultant was giving an in-service presentation and inserted the programing key into the side port of the device and reportedly about 10 seconds later, the device caught fire. The fire was extinguished and the device was removed from svc. There was no pt use associated with the reported incident.